Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device using the pre-close technique hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the suture was deployed and preplaced; however, there was resistance removing the proglide device due to the footplate being partially deployed. No resistance was noted lifting and lowering the lever. The device was eventually removed, and the suture placement remained intact. The sutures of one new proglide device was successfully pre-placed. The sheath was upsized to a 22f, and the tavr procedure was completed. Post procedure, a suture break occurred during knot advancement of the second proglide device. Hemostasis was achieved using a non-abbott stent and the up and over technique. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated b6: relevant test/laboratory data

Event description:
Subsequent to the initially filed report, the following information was received: the pre-close technique was used via an 8f sheath hole. No additional information was provided.